Event description:
Patient with history of dislocation was reported to have undergone a hip revision procedure in 2004 to replace head and liner. Subsequently, patient suffered another dislocation and was revised in 2009 to remove and replace head and liner. The patient was also reported to be partially paralyzed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.